Event description:
The customer stated that he was in an accident, which caused him to be hospitalized, as a result of hypoglycemia. Troubleshooting could not be performed, because the customer no longer had the insulin pump in his possession. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.